Manufacturer narrative:
The method, results, and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that during a surgery to replace the patient's lead (manufacturer report reference number: 1627487-2020-23568), the patient's ipg lost communication. Surgery mode had been enabled prior to surgery. A field representative was able to troubleshoot the ipg and recover it to a functional state.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.